Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unknown date(s) in the same month as the onset, the patient was treated with unknown intraperitoneal antibiotic(s) (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.